Event description:
Patient initially underwent placement of cochlear implant approximately 3 years ago. Device failed to function properly and patient required removal of the device and replacement with an advanced bionics 90-k cochlear implant.